Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product was returned to ethicon for evaluation. Two used suture pieces and one empty foil packet that pertains to product code w9915 were received for analysis. During the visual inspection of the suture piece, it was noted that in one suture the end was cut probably by a surgical instrument. Additionally, another section of the suture was noted to be broken. However, the needle was not returned for evaluation to determine the assignable cause. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Per the conditions of the returned samples, no conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: when was the needle pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown.

Event description:
It was reported that a patient underwent a perineal lateral resection surgery on (B)(6) 2025 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened in surgery. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.